Event description:
It was reported that the device exhibited cross-talk. The crosstalk was not being picked up in crosstalk detection window. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
.